Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 22apr26. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was written against the 97.14115, suture hook, 45 degree left, 3.4 mm x 130 mm. The report states that ¿no harm to patient. During a shoulder arthroscopy, the surgeon was using a 45-degree left spectrum hook when the curved portion of the device broke off inside the joint space.¿ per further assessment it was reported that the fragment was retrieved from the surgical site. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.